Event description:
Healthcare professional reported right side "leakage," "inflammation/infectious process" and capsular contracture baker grade unknown. The device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leakage," "inflammation/infectious process" and capsular contracture baker grade unknown.

Manufacturer narrative:
Continued e.1 initial reporter- zip code: (B)(6). Continued h.6. Health effect - impact code: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: granuloma.

Event description:
Healthcare professional additionally reported right side "ghronic inflammatory process, foreign body type giant cell reaction (silicone crystals), synovial metaplasia, inflatory exacerbations" and capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
With the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(6) is not related to any additional complaint infection record reported as of today. During the trend review of all gel infection complaints for the period of jul 2020 through jun 2022, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time

Event description:
Healthcare professional reported right side "leakage", "inflammation/infectious process" and capsular contracture baker grade unknown. Healthcare professional additionally reported right side "chronic inflammatory process, foreign body type giant cell reaction (silicone crystals), synovial metaplasia, inflammatory exacerbations" and capsular contracture baker grade IV. Device has been explanted.